Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller states she is in a case for a lead revision and replacement. Inquired about MRI eligibility if lead was to be abandoned. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Ts sent email to caller for sr information as she did not have time and was in the middle of a case. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the cause of the lead revision was due to a loss of therapy in the patient¿s low back. It was reported that the issue began around november (2021). The rep was unsure of the cause of the loss of therapy. It was reported that it was unknown if the replacement resolved the issue. They stated that they restored coverage during intraop testing and post op programming but they will see if the issue is resolved at the patient¿s post-op appointment.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60 serial# (B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they were able to successfully get coverage of the patient's low back again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.